Manufacturer narrative:
(B)(4). The device was not returned for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. A definitive root cause cannot be determined at this time. No corrective or preventative actions are required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that the subject device was explanted after one (1) year, five (5) months due to severe aortic regurgitation. Per obtained information, the patient had aortic valve replacement a couple years ago and now has what looked to be perivalvular leak. Pre-operatively, the patient had liver failure with wilson's disease, low platelet count, anemia, and poor healing. During the procedure, the patient had disruption below the right coronary cusp. The valve was excised and a 23mm edwards valve was used in replacement. There was a bit of sluggish inferior wall, probably due to protection as they could only give retrograde. The patient had anticipated coagulopathy because of his liver failure and complex redo. Lots of platelets and cryoprecipitate were given before the chest was closed. One (1) month, ten (10) days post-implantation, the patient began having hematemesis and began to desaturate. A code was started for pea arrest. Patient was intubated with bloody hematemesis present. Cardiac echocardiogram at beside demonstrated no pericardial effusion or tamponade, but also no contractions. The patient had multiple rounds of CPR and medications. He went into ventricular fibrillation, was shocked, and was returned to junctional rhythm without pulses. Another echocardiogram demonstrated no heart contractions. Patient did not respond to any stimuli, was breathless, and expired. Patient's obituary indicated patient expired awaiting a liver transplant due to wilson's disease. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint".

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, all three (3) leaflets had been cut. The cuts had a smooth and straight edges; leaflet fragments were not returned. Minimal host tissue overgrowth encroached onto the tissue and into the orifice on leaflet 1 at the inflow and outflow aspects. X-ray demonstrated an intact wireform, however there was distortion near commissure 2. The sewing ring and polyester band had been cut near commissure 2; the cut band ends matched up. The wireform was exposed on commissure 2 and near leaflet 2 at the outflow aspect. One cor-knot remained attached to the sewing ring near leaflet 3. Additional manufacturer narrative: the clinical report of regurgitation could not be confirmed.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.